Event description:
It was reported that the screw passed all the way through the device during insertion. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Manufacturer narrative:
Visual and optical examination of the implant noted witness marks on the anterior face and deformation and material displacement around the superior screw boss diameter. No cracking or fracture was identified. Inspection of the screw boss hole confirmed conformance to print specification. Manual insertion of sample screw into boss confirms proper screw head retention. After visual, optical, dimensional and functional evaluation, we were unable to replicate customer concern.